Event description:
It was reported that the device was used during an open gastric bypass. The device did not form staples properly. The case was completed by oversewing the staple line. The operating room time was extended 1 hr.